Event description:
A surgeon reported that during a glaucoma shunt procedure, the shunt would not release from the delivery system. The procedure was delayed but successfully completed using a new shunt. There was no pt harm reported. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. Additional info has been requested. (B)(4).